Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified mentor gel breast prosthesis, catalog and lot numbers both unknown. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a bilateral breast augmentation revision procedure with unspecified mentor gel breast prostheses that both ruptured after implantation. Rupture of the right gel breast prosthesis was confirmed by a CT scan. On (B)(6) 2018, mentor received additional information from the initial reporter that the left gel prosthesis ruptured. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 450cc saline breast prostheses on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
It was incorrectly reported that mentor received the suspect medical device on 03/14/2018. Mentor has not received the suspect medical device. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).